Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, expiratory channel printed circuit board (pcb) was replaced to solve the issue, followed by the software update. The ventilator passed all functional and safety tests and was cleared for clinical use. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. The reported issue was confirmed in provided device's logs. The defective part has not been returned fot the further investigation, despite request. The cause of the claimed issue in this customer product complaint was related to expiratory channel pcb.

Event description:
During the analysis of the provided device's logs it was discovered that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).